Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - how many devices demonstrated the alleged deficiency? 6. - were there patient consequences? If yes, please explain- no. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. Doctor found that when using suture for patient, the problem of the suture pulling off the needle happened and could not be used. Then multiple pull off suture needle happened again. Therefore, the suture was abandoned and replaced. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b1, h1 - these medwatch reports are duplicates of 2210968-2025-04413, 2210968-2025-04412, 2210968-2025-04415, 2210968-2025-04414, 2210968-2025-04416, 2210968-2025-04417 therefore, they are being voided. All information regarding these events will be captured in 2210968-2025-04413, 2210968-2025-04412, 2210968-2025-04415, 2210968-2025-04414, 2210968-2025-04416, 2210968-2025-04417.